Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on many occasions, with blood glucose of 18 mg/dl at the time of one of the incidents. The customer was given glucose and blood glucose elevated to 400 mg/dl. The customer was given orange juice, glucose shots, and food to treat. The customer also suspends the pump for low blood glucose. The customer experienced symptoms such as moaning and thrashing while asleep. The customer also gets highs and treats with manual injections and bolusing. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. Customer also complained of lost sensor issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No unexpected low battery alarms noted. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph. No lost sensor alarms noted. The sensor feature working properly. Device received with cracked case at the reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.